Manufacturer narrative:
H3 device evaluation the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The kink resistant tubing (krt) was inspected and no damage was identified. The pump was functionally tested and failed the activation test. Product analysis did not confirm the reported allegation of "kinked tubing"; however, analysis confirmed a pump malfunction. This pump malfunction was therefore concluded to be the most probable cause of the reported events.

Event description:
It was reported the patient had the inflatable penile prosthesis pump component removed as it was intermittently working as it was back filling and the tubing was kinked up. A new inflatable penile prosthesis pump component was implanted. No patient complications were reported in relation to this event. Additional information received indicated the onset of symptoms were 6 weeks post op when the patient came to the physician office to cycle the device. The physician was unable to determine the cause of the kink. The new device was functioning properly.

Event description:
It was reported the patient had the inflatable penile prosthesis pump component removed as it was intermittently working as it was back filling and the tubing was kinked up. A new inflatable penile prosthesis pump component was implanted. No patient complications were reported in relation to this event. Additional information received indicated the onset of symptoms were 6 weeks post op when the patient came to the physician office to cycle the device. The physician was unable to determine the cause of the kink. The new device was functioning properly.